Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician could not connect the right ventricular lead of the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. Fields implant date and explant date corrected.

Event description:
Reportedly, the physician could not connect the right ventricular lead of the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician could not connect the right ventricular lead of the subject pacemaker.